Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during left lower lobectomy, the device was not firing properly. Replaced by a new handle to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.